Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported difficult to flush and air in device were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026, that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the preparation of first mitraclip, hair was observed at the back of clip delivery system handle. During preparation of second mitraclip, air was observed while flushing and de-airing the system. Troubleshooting resolved the issue. The procedure was continued with successful deployment of mitraclip. The mr was reduced to grade 1 post procedure. There was no clinically significant delay.